Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to attempt various troubleshooting steps, including checking the power connection and pressing specific buttons, but the pump did not respond. As a result, a replacement pump was arranged under warranty, and the customer was advised to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continuity. The customer understood and acknowledged all instructions, including returning the malfunctioning pump with a pre-paid label.